Event description:
Related manufacturer reference number: 2017865-2024-37256. It was reported that during implant procedure, the steerable catheter inappropriately jumped forward and was difficult to manipulate. It was discovered that the patient had developed a cardiac perforation resulting in pericardial effusion. A pericardiocentesis was performed. The patient's status is unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient suffered hypotension during procedure. Tamponade was sustained during procedure. The patient deceased upon conclusion of the procedure.